Event description:
During the routine follow-up of the device involved in this report, the magnet was applied while the patient was experimenting an atrial arrhythmia. Upon magnet removal, the patient was bradycardia with a spontaneous rhythm around 30 min-1.

Manufacturer narrative:
On (B)(4) 2010 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.